Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant. The patient reported their pump had been recalled, and inquired who she needed to speak with regarding lawsuits on the recall. Patient services (pss) reviewed that if a pump is on recall, a notification is sent to the healthcare provider¿s (hcp) office. Pss asked if the patient had spoken with their hcp. The patient responded by saying that they knew their pump had been recalled. The patient said they needed to know that their pump would not cause paralysis. Pss inquired where the patient had learned of the recall, and asked for details pertaining to the recall being referenced. The patient said they could not provide anymore information regarding the recall at that time. The patient stated the pump had been ¿causing her more problems than it¿s helping,¿ and she was just told to ¿hang in there and wait.¿ the patient reported their pump was not working, and also reported the pump was not adjusted properly the first year. The patient stated they had lost relationships, and lost their mind. The patient then said they did not actually mean that they lost their mind, but that they have had ¿major effects.¿ the patient said a pain device should not be causing pain. No further information was provided.